Event description:
Customer reported to beckman coulter, inc. (Bec) that the modular chemistry (mc) sample probe of the synchron lx 20 clinical chemistry system (lx 20) dripped when hovering over the home cup and doing a wash. Customer reported that the dripping continued over to the cover as the probe moves. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) evaluated the instrument and did not observe any leaking. The fse cleaned the eic and flowcell. The fse verified the repair was performed per established procedures. To date, customer has not reported on any further dripping from the sample probe of the lx 20.

Manufacturer narrative:
This report is one of two reports related to two reportable events that occurred on two different days. This reported is related to MDR# 2050012-2012-00006. (B)(4).